Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is completed.

Event description:
The customer reported to philips healthcare that no shock was delivered by the external paddles on the heartstart xl. There was no pt involvement.